Event description:
A customer site in (B)(6) alleged that potential false (B)(6) results were generated with the cobas taqscreen mpx test. Specifically, the customer stated that a sample that was originally tested with the cobas taqscreen mpx test generated (B)(6) results. The same sample was then tested twice for serology and generated (B)(6) results for anti-hcv ((B)(6) with abbott axsym). The sample was also tested with western blot and generated (B)(6) results for hcv. (B)(6).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. The customer allegation indicates that the donation was false (B)(6) for hcv. There is no product code for an assay that simultaneously detects for hbv/hcv/hiv. (B)(4).

Manufacturer narrative:
(B)(4). No failure detected and product within specifications. No product or batch non-conformance was identified. Upon investigation there was no trend found in the field. Qc release data for 052389 was reviewed and the issue of false negatives has not been observed. There have not been any manufacturing non-conformance reports for batch 052389. Retain testing was performed and all controls generated valid results. Additional investigative testing was performed using the customer-returned donors, including viral load testing with cap/ctm hcv assay and genetic sequencing. Viral load testing revealed that both samples (B)(4) had "target not detected" results, indicating that the samples did not contain an (B)(6) viral load above the limit of detection of the cap/ctm (B)(6). The complaint samples were also sent for genetic sequencing, however no viral sequence could be obtained. The lack of sequence information could be due to sequence heterogeneity under the primers used for sequencing and/or due to low viral titers. (B)(4).